Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure performed in the bile duct of a patient on (B)(6) 2015. According to the complainant, when they inserted the flexima biliary stent, they noticed that there was no ro marker on the inner catheter, which was later confirmed under fluoroscopic guidance. Reportedly, the ro marker did not remain inside the patient and that it was assumed that the ro marker was already missing prior to the procedure. They were able to release the stent by checking its position and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was kinked and stretched at the handle, its tip was also noted to flared. The tip of the guide catheter was severed to evaluate the r/o marker and it was found missing. The investigation concluded that most likely, the r/o marker came off the guide catheter during the procedure possibly when the device was being removed after the stent was deployed. The tip of the guide catheter flared as the r/o marker got detached from the catheter. Additionally, the guide catheter was likely kinked and stretched during stent deployment. Therefore the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure performed in the bile duct of a patient on (B)(6) 2015. According to the complainant, when they inserted the flexima biliary stent, they noticed that there was no ro marker on the inner catheter, which was later confirmed under fluoroscopic guidance. Reportedly, the ro marker did not remain inside the patient and that it was assumed that the ro marker was already missing prior to the procedure. They were able to release the stent by checking its position and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.